Event description:
"The siemen's primus therapy accelerator's record and verify system called the "primeview" displays pt treatment parameters, including set-up instructions in the treatment room, eliminating the need to bring the entire pt chart into the treatment vault. Reporter discovered that the set-up instructions are truncated on some views, due to a 233 character field restriction. Reporter is unaware of this limitation until reporter had 2 occasions during one week in which the truncation led to incomplete set-up instructions resulting in an incorrect pt set up. Although there was no detrimental effect on pt treatment or outcome, reporter nevertheless reported their deviation from the intended dose (discrepancy greater than 30% in a week) to the state.